Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize ECG signal) was investigated. Upon recipet the monitor was unable to latch to an electrode belt. The cause of the inability to connect was isolated to a bent pin in the monitor's electrode belt receptacle. In addition, contamination was found in the belt receptacle and inside the monitor enclosure on connector (B)(4). The cause of the inability to recognize an ECG signal was isolated to the damaged and contaminated receptacle. The root cause for the bent pin was physical abuse. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to recognize an ECG signal.